Event description:
It was reported that a guidezilla fracture occurred. The 85% , 28mmx3.0mm stenosed target lesion was located in the seriously tortuous left anterior descending artery (lad). A 145, 5-in-6 guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device was fractured and was then withdrawn from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection observed kinks in the hypotube located located at 32.8cm and 70cm from the strain relief. The tip was also noted to be flattened. Inspection of the remaining device found no other damage or irregularities.

Event description:
It was reported that a guidezilla fracture occurred. The 85% , 28mmx3.0mm stenosed target lesion was located in the seriously tortuous left anterior descending artery (lad). A 145, 5-in-6 guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device was fractured and was then withdrawn from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable.